Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation of the suspect medical device. Device evaluation summary: during visual evaluation a tear was observed on the anterior view, measuring approximately 5.5 cm. Additionally, an area of missing material within the tear was noted, measuring approximately 0.5 cm x 0.3 cm. Microscopic examination of the edges of the tear and missing material revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 23-apr-2020, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 240cc textured mentor memorygel xtra breast implant being used for a primary breast augmentation was found to be ruptured intraoperatively. The surgeon discovered the rupture during surgery. As a result, the ruptured implant was replaced with like device, catalog # tmpx240, serial # (B)(4) on (B)(6) 2020. There were no reported patient consequences or surgical delays.